Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that during the imaging of the MRI by injecting the contrast medium the proximal lumen which had been injected with the contrast medium burst and the contrast medium leaked.

Manufacturer narrative:
(B)(4). The customer returned one 2-l cvc for evaluation. The sample contained signs of use in the form of biological material on the catheter body. The catheter body was also observed to be cut at the distal end. Visual inspection revealed a large cut along the proximal extension line with some ballooning around the ends of the cut. The cut was smooth, consistent with contact with sharps. The length of the catheter body was measured to be 160 mm which is not within specifications of 207-227 mm per catheter product drawing. The catheter body had been cut and the distal portion was not returned. The cut in the proximal lumen measured 39-109mm from the juncture hub. The outer diameter of the proximal lumen measured to be 2.198 mm which is within specifications of 2.13-2.21 mm per proximal extension line extrusion product drawing. The inner diameter of the proximal extension line measured to be 0.056", or 1.4224 mm, which is within specifications of 1.42-1.50 mm per proximal extension line extrusion product drawing. This indicates that the wall thickness measured as expected. The catheter was flushed using a lab inventory syringe to ensure there were no blockages. The distal end of the catheter was then clamped, and a water-filled lab inventory syringe pressurized each line. The proximal lumen leaked all along the cut when pressurized. No leaks were detected in the distal extension line. A manual tug test confirmed both extension lines were fully secured within the luer hubs. The sample was returned to the manufacturing site where they also concluded the probable root cause of contact with sharps. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The customer report of an extension line leak during use was confirmed by complaint investigation of the returned sample. The proximal extension line contained a large cut along the body of the extension line. A device history record review was performed with no relevant findings. Based on these circumstances, user error - contact with sharps caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
The customer reports that during the imaging of the MRI by injecting the contrast medium the proximal lumen which had been injected with the contrast medium burst and the contrast medium leaked.